Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) following a potential inappropriate shock. The episode was reviewed and determined to be triggered by atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had not been compliant with prescribed medications. Additionally, a decrease in r-wave amplitude was observed since implant, which contributed to t-wave oversensing. Technical services (ts) provided reprogramming recommendations; but ultimately, the decision was made to replace the rv lead. The replacement procedure was successfully performed, this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported outside the revision procedure.